Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an electronic error message. The patient was hospitalized for hyperglycemia. The blood glucose level was "around 300 mg/dl" on an unknown device. The patient was treated with insulin via intensified insulin therapy at the hospital. The patient was currently still in the hospital. The infusion device was requested to be returned for product evaluation.